Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that the device is damaged. No additional information available. During manufacturer's investigation of the returned device it was identified that the compressor spring assembly was broken. This device condition was evaluated and determined to be reportable on january 31, 2022. This report is for one (1) viper system compressor. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the complaint device compressor (product code: 286740000, lot number: km810960) was returned to (B)(4) for investigation. The compressor spring assembly was broken, particularly one portion of the spring had broken near the screw attaching it to the compressor arm. The broken part was not returned. Document /specification review: based on the date of manufacture, the current and manufactured revision of drawing were reviewed. Dimensional inspection: complaint relevant dimension cannot be measured due to device design. Conclusion: the compressor spring assembly was broken. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for compressor was conducted identifying that lot number km810960 was released in a single batch. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.